Event description:
The pt was implanted with a ventricular assist device (vad) in 2003. In 2003, the pt was resting in bed when the drive console alarmed due to pressure. The pt verbalized noticing the scent of scorched or burning electrical wires. The drive console had been placed in a fixed rate mode of 95 on the top module and 85 on the bottom module due to loss of the vad hall sensors. During the alarming the drive console defaulted on its own to the factory settings of 60 (rate) and 30 (%systole) without any intervention. The hospital staff was able to the change settings back to 95 on the drive console key pad. The pt was later switched to a back up drive console.